Event description:
It was reported that a balloon rupture occurred. A mustang balloon catheter was selected and advanced to the lesion, however, it ruptured during unknown inflation at unspecified atmospheres. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).